Event description:
It was reported that the patient complained of burning at the ipg site that worsened when the device was on. It was suspected that there was fluid in the battery head. The ipg was replaced, and it was reported that there was no injury and the patient recovered without sequela.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 37744, serial# (B)(4), product type programmer, patient product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4). Analysis of the neurostimulator model 37702, serial (B)(4), found no significant anomaly. There was foreign material under the connector module cover, but no impact on performance. There was good stable output on the electrode pairs the ins had when received.